Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 3 bd¿ sharps coll 9gal red were missing their lids. The following information was provided by the initial reporter: "missing the lids"

Manufacturer narrative:
H.6. Investigation: photos representation was provided for the complaint of missing lids. According to the DHR review process, the result showed there were no issues reported like missing lids during the manufacturing process for the lot number reported under this complaint (B)(4). A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids for the same part number throughout the last twelve months. Investigation : according with this investigation and the evidence received it can be seen the following: there are three lids missing from the product. We can confirm that lot number 2041910 was manufactured by flex on february 2022. With this information it cannot be determined this failure mode as related to the manufacturing process since a review of the weighing system records for the lot number provided was performed and no irregularity was detected. For this reason, it can be concluded that there are many variables that could generate this failure mode due to unknown handling and transportation, if the material is stored or if there are partial sales. Additional information is needed about the handling and storage within distributor facility to rule out that this issue was generated by distributors, because the distributors can do partial sells and the controls to handle remaining material is unknown, therefore, the likelihood that they send boxes with incorrect quantity could happen. In addition, the current manufacturing controls were reviewed, and they were confirmed as capable to detect this kind of issues (missing lids). As part of this investigation, a review of customer complaint records was performed; according with the cc¿s records, three additional complaints were received through the last twelve months for the same part number and issue. In the previous complaints it was concluded that the product was incorrect handle by the distributor, due to there is controls to prevent this failure mode within the manufacturing process. On basis of picture sample being received, an investigation performed and potential root cause will be: non-controlled method to ship partial boxes to end user (repackaging process). Non-controlled handling within distributor facilities. Based on the information provided, it was not possible to confirm the root cause like a failure mode related to the manufacturing process due to the lack of evidence and since acceptable records were found for each box manufactured of the lot number reported under this customer complaint during the review of the weighing system records (greater than the lowest validated limit under the weighing system). Information like packing used to ship material to the end user, method used to handle the material, partial sells and storage controls of the product within distributor facility will be needed in order to determine the root cause. H3 other text : see h.10.

Event description:
It was reported 3 bd¿ sharps coll 9gal red were missing their lids. The following information was provided by the initial reporter: "missing the lids".